Event description:
Upon first and subsequent firings of the echelon 60 440mm stapler, the stapler sounded as if it was struggling to advance the blade through the tissue. A black and then green reload were used for the first and second firing and, upon inspection of the tissue after firing, the area looked chewed up. Stapler lot:k40t0g.the staplers have not been returned to the manufacturer since one event resulted in a return to surgery. This facility has had several similar events with this device recently. The surgical team does not know why the device is failing.